Event description:
The user reported that this x-ray system had an error of imaging system not available and the system was down.

Manufacturer narrative:
(Conclusions) - the investigation found a defective imaging power supply. The replacement supply fixed the problem. Based on the failure / trending analysis, there is no exceptional replacement rate of this supply. There is no required mandatory field action.